Manufacturer narrative:
The device master file was reviewed and the chair met all specifications before distribution. The client has not allowed inspection of the chair yet but this should happen soon. Once we have had a chance to do further investigation we will update this MDR.

Event description:
Clients says the seat tube broke this chair.he says he fell out and forward of the chair and hit his head.